Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "product was deformed and stuck together and could not be peeled off"

Event description:
Healthcare professional reported "product was deformed and stuck together and could not be peeled off." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: not observed. Deformation: not observed. As per the investigation procedure opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "product was deformed and stuck together and could not be peeled off." Device was not implanted.